Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasovagal response and a decrease in blood pressure. The vasovagal response occurred after ablation in the left superior pulmonary vein (lspv) and the patient seemed to recover quickly and without intervention. Later when working on the left superior pulmonary vein (lspv) the pulse oxygen and blood pressure monitor "appeared to go blank", with no reading. The patient was cardioverted, due to not being in sinus rhythm, and the blood pressure signal was recovered, displaying as "40s/30s", another reading showed 120s/60 and then 180 to 190. An arterial line in the patient's right groin site showed normal to high readings through the rest of the case.